Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid procedure, incomplete staple line. Another like device was used to complete the case. There was no pt consequence.